Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012437264 was returned and analyzed. Visual inspection was performed. The catheter appeared intact with no visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the capture device showed no atypical features. The catheter connected to a test catheter interface cable without any resistance, securing the connection as both latches fully engaged into the catheter connector. The slide control function operated as expected with no issues. Upon full advancement of the slide control to extend the guidewire lumen, a kink was observed along the extended portion, but there was proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before being connected to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot testing confirmed the integrity of the electrode wires' insulation. However, electrical continuity testing revealed an open loop at electrode e5. Further dissection of the catheter revealed that there was a kinked electrode wire along the shaft of the catheter. In conclusion, the catheter failed the returned product inspection due to an open loop, electrode wire kink, and guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, electrode 5 became extremely noisy when ablating the right inferior pulmonary vein (ripv). The procedure had already included ablation of the left inferior pulmonary vein (lipv), left superior pulmonary vein (lspv), and part of the roof. Troubleshooting steps included unplugging and reconnecting the catheter interface cable, replacing the cable, and replacing the electrogram pin cable, none of which resolved the issue. The catheter was ultimately replaced, which resolved the problem. The procedure was completed successfully. There was no injury as a result of the event.